Event description:
When the customer went to open the balloon packaging, it was noticed that the bottom of the package was not sealed. There is no additional info available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.